Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that every time they would slit the specific model of delivery catheter, the slitter would get caught on the catheter's metal rings or marker bands approximately two inches from the distal tip of the catheter. No patient complications have been reported as a result of this event.